Event description:
Dentist was working on tooth #31 and numbed the patient with polocaine before beginning the procedure. The patient's face instantly swelled after administering the traxodent retraction material. Patient had an allergic reaction and was sent to the emergency room where she was given benadryl IV. On (B)(6) 2010, the office reported the patient was still sore and swollen but doing much better than the day before. The office has used traxodent on other patients without any problems.